Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0csud, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
It was reported that the patient was not able to adjust stimulation. The patient was implanted 1 week ago and that day the patient successfully adjusted stimulation but later the day of implant they were unable to adjust stimulation and had been unable to adjust since. The patient had held the horseshoe (antenna) all over their right hip and never got the secondary screen. Stimulation was on program 1 at 2.8 volts and the patient was able to successfully increase stimulation to 3.1 volts. The patient stated that the therapy was having a positive impact as they were not incontinent or dribbling urine. Last night the patient urinated and thought they had emptied their bladder but after urinating they catheterized and had a large volume. It was noted that they thought it was half a gallon. This was why the patient was trying to adjust stimulation. (B)(6) 2014 patltr (con): follow up information received reported that the patient was still having concerns regarding their device or therapy and was working with their health care provider (hcp). An appointment date of march 3, 2014 was noted. The indications for use were noted as urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.